Manufacturer narrative:
Our investigation team, which consists of engineering, production, qc and qa personals performed the investigation and this is their finding. See IFU # ifu108st with the necessary information provided for the use of this device. All the processes in tag for the manufacture and design of this device are validated and approved. The record in the dhf complies with all the requirements and the device was not returned for investigation. After reviewing the IFU information - description of the complaint - and dhf information our investigation team concluded that the IFU instructions were not followed and that is the reason the pin breakage and left in the patient's bone. Root cause: IFU instructions not followed.

Event description:
Event description: sales rep report: a versitomic pin was reported to have broken inside the femur of a patient during acl surgery.